Manufacturer narrative:
Device issue with inovent (B)(4) was created as (B)(4). The device investigation was completed on 05-may-2016. Device (B)(4) was returned to (B)(6) service center for evaluation. Initial inspection showed the device to be in good condition with no visible damage. The system was put on a delivery check using a test circuit and injector module (im)and delivered values recorded at 1, 5, 10, 15, 20, and 40 ppm settings. Values observed (prior to calibration) were 1.2, 4.6, 8.6, 13, 18, and 34 ppm respectively. The im which was used for the test was not used for the treatment to verify that inovent head is in specifications. No fault, delivery failure, or overdosing observed. Device operating correctly. The service log showed the occurrence of repeated measured > set alarms on boot 267 after approx. 2.5 days operation. No date or time information available in the log. The device was further tested using the im (21037037), the same as that involved in the adverse event. It is unknown as to when it was last replaced. The im cable was also returned with the device and used during testing. Using the same settings as above, the observed results were 2.5, 11, 22, 32, 43, and 79 ppm respectively. Analysis of the im signals showed that with the im used at the time of the incident, the respiratory gas flow was 35.870 l/min and the respiratory gas temperature was 88.49 c when the test reference im showed a gas flow of 14.53 l/min and a temperature of 21.45 c. This would indicate that the im is over reading the gas temperature causing it to incorrectly measure the gas flow at approximately double the actual flow. This in turn would cause approximately double the concentration of no to be delivered to the patient, resulting in the elevated levels of no observed in the incident. The root cause of the increase in nitric oxide (no) delivery is due to injector module failure. However, this is unrelated to the patient oxygen desaturation. Per the inovent operation manual, failure of the user to manually deliver no to the patient during switchout is the root cause of the patient event. Per the inovent operation manual: warning: if an alarm occurs, safeguard the patient first before troubleshooting or repair procedures. "The inovent delivery system provides an integrated manual no delivery system for administration of a fixed concentration of no/o2 therapy with a resuscitator bag." "The manual no delivery system permits continued no delivery if the ventilator or the main inovent delivery system fails. The manual system is completely pneumatic and is not linked to the primary delivery system." Warning: the manual no delivery system must be set up and available at all times.

Event description:
On 22-apr-2016, a product specialist at (B)(6) contacted mallinckrodt pharmaceuticals product monitoring to report a patient event with inovent (B)(4) that occurred on (B)(6) 2016. The device was in use on a patient at the time of the event. The reporter stated that the patient was started at 20 ppm and weaned to 7 ppm on (B)(6) 2016. On (B)(6) 2016, the patient experienced rebound oxygen saturation decrease. The patient received no drug between (B)(6) 2016 and (B)(6) 2016 for a total of 114 therapy hours. No issues reported during this time. During the treatment of the patient, the inovent started to give more no up to 50% more than start dose (20 ppm). It was in the early morning of (B)(6) 2016. A low calibration was done with no effects. In the same time "pink water" was found in the sample tube and cup. This device was switched out due to the mismatch of dosing and monitoring. The pink water is due to adrenaline injection, fio2 = 0.75 spo2 = 88% drop to about 50% during 30 seconds. At that time they changed to a new inovent device.